Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 50 mg/dl. Customer has not yet treated and has been experiencing low blood glucose for past three days. Customer insulin pump was exposed to a strong magnetic field such as x-ray. Customer has no motor error alarm and motor position encoder error alarm. Customer was advised to monitor pump and blood glucose.